Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.